Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of over 33.3mmol/l, associated with polydipsia, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The patient inadvertently did not prime the tubing in their current infusion set. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.